Event description:
The customer reports that screenings conducted with the aspire cristalle digital breast tomosynthesis (dbt) option may be generating lower patient recall rates at their healthcare facility than expected. While the aspire cristalle product is functioning to specifications, further review is being conducted. There is no known death or serious injury associated with this event. This event is being reported in an abundance of caution.

Manufacturer narrative:
Additional information: further review by a third-party independent assessment on 09 apr 2019 confirmed that there was no device malfunction associated with this complaint.

Event description:
The customer reports that screenings conducted with the aspire cristalle digital breast tomosynthesis (dbt) option may be generating lower patient recall rates at their healthcare facility than expected. While the aspire cristalle product is functioning to specifications, further review is being conducted. There is no known death or serious injury associated with this event. This event is being reported in an abundance of caution.